Event description:
A pt was found unresponsive for more than 20 mins. They had a history of arrhythmia and wore an implanted pacemaker. The paramedic crew arriving first on the scene started bls and attached the lifepak 12 AED via quick combo defibrillation electrodes. Without any movement of the pt, defibrillator or the electrode leads, the defibrillator indicated pt movement. The rhythm recorded was an emd with broad complex pacemaker response at a frequency of 60/min. Every segment analysed was followed by an immediate activation of pt artifact detection. This occurred 5 times during the period of CPR of 12 min and 27 s. Following the second rhythm analysis, the defibrillator indicated "no shock advised" after the artifact alert. The paramedic crew stopped the AED mode and continued standard bls. When the emergency physician arrived, he stopped resuscitation because of hypostatic livores mortis. There were no adverse affects to the pt reported related to use of the device.